Event description:
It was reported that (1) device was used during a prolapsed rectum mucosa. It was reported by the affiliate that the pph01 instrument cut 1/3rd of mucosa and hand sutured, but the rest of mucosa has been cut and not sutured because the jaws were fired open. There was an extended hosp stay and blood transfusion, with medication. Also, (3) unopened sterile devices are also being sent back for analysis.